Event description:
It was reported that during an exploratory laparotomy procedure, there were no staples in the stapler. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results showed that the device was received sterile in good visual condition and with no cartridge present on the instrument. The device was opened and tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.